Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield composite series skull clamp (a3059) was not working correctly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. Complaint confirmed via inspection of the item. The unit was received with the mayfield 2 lock having movement and the teeth were grinding when rotated. Unit requires maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.